Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance, or pt condition.

Event description:
Boston scientific rec'd info that this epicardial lead had been used for left ventricular (lv) pacing and was surgically abandoned due to high thresholds. There were no issues with noise, sensing or impedance measurements on the lead. This lead was replaced with a different lv epicardial lead that had been previously implanted. No adverse pt events were noted.